Manufacturer narrative:
Pump received with button error alarm and no button response due to corroded keypad traces. Also received with missing end cap sticker. No scrolling numbers display anomaly or frozen screen noted. No moisture damage on electronics noted. No frozen screen noted. Unable to verify motor error alarm due to button error alarm. Motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, keypad anomaly, and motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.